Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not delivering the basal rates properly. The customer was hospitalized on (B)(6), 2011 with a high blood glucose reading of 550 mg/dl. The customer's daughter requested a replacement insulin pump due to the basal rate issue. Nothing further was reported.